Manufacturer narrative:
Photo received for investigation. Through visual inspection, it is observed the plunger has been activated. The packaging was opened in a way that could compromise the use of the syringe causing the plunger to break. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with opening of packaging. To open the blister packaging, take a ¿peel apart¿ sample. Each side (film and paper) must be held with one hand., holding it with both hands, with the index fingers and thumb. After holding the package, open the blister by pulling the package in opposite directions. The packaging paper and film must not be completely separated. The blister must be opened in a single movement, with moderate speed, and equal force in both hands.

Event description:
No additional information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe plunger rod was broken/damaged. The following information was provided by the initial reporter translated from portuguese to english: "today it occurred to me for the third time that I was using the 5 ml syringe, and the hub simply broke in my hand. Yes, it simply disassembled the syringe, and I ended up losing 30% of the medication." Add info received apr 21 2024 - category: (health professional/self-use/family) - cpf or cnpj: prefer not to inform - street: prefer not to state - neighborhood: neighborhood: prefer not to inform - city/state: prefer not to state - zip code: prefer not to inform - telephone: attached - material description: bd solomed syringe - product catalog number: I don't know - product batch/serial number: ref (B)(6) - date of deviation identification: 21/04/2024 - what deviation was found in the material? Describe the report: the syringe plunger broke in the middle of the application - which part/component/part of the product is involved in the complaint? Syringe plunger - what procedure was the material being used for? Intramuscular application - example, substance/medication involved in the occurrence: deposteron - quantity of material with deviation: - - is the sample that deviated available for analysis? No, photo samples follow - if the sample is available, is the collection address the same as the one provided at the beginning? No, I will not - did you ask for the material to be replaced? No - in what situation was the deviation identified? Application - has there been any damage to the health of the patient or the professional? Apparently not - was medical intervention necessary? No - was surgical intervention necessary? No - was there a need for impatient or prolonged hospitalization? No - was there any exposure to chemical/biological agents? No - was there an accidental puncture with the probe? No - has anvisa already been notified? Enter the number. No - has there been a report of a second material and/or incident? No, but it's the fourth time it's happened, today it happened again and so I'm sending you the photo samples additional info received apr 25 2024 the same problem occurred when I sent the email and occurred again on april 21st.